Event description:
The stent came off balloon while attempting to get into appropriate position. Patient was stable throughout procedure. Outcome, the stent appropriately apposed to vessel wall where it was intended to be deployed. Per md procedure note, we then tried to advance a 2.0 x 8 mm medtronic frontier drug-eluting stent into the proximal¿mid left circumflex stenosis we had significant difficulty advancing the stent into the lesion and, while removing the stent, we noticed that the stent came off the balloon and deployed. The stent balloon was then removed, and then we advanced a 1.0 mm sapphire balloon into the proximal portion of the stent and inflated the balloon to open the stent. Angiography was performed in the mid¿proximal left circumflex stenosis was significantly reduced to 10-20% with timi-3 [thrombolysis in myocardial infarction-3] flow distally.